Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient began to experience overstimulation at the ipg site. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket site was revised. The issue is now resolved.